Manufacturer narrative:
No device analysis results are available because the device was not returned for investigation. The results of the investigation are inconclusive. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was noted that the hospital system had frayed and exposed wires on the telemetry cable near the signal acquisition antenna. Site is not returning the unit at this time.